Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure (B)(6) 2019 and the mesh was implanted. During procedure, the mesh was difficult to put in the patient and then tore. There were no patient consequences reported.